Manufacturer narrative:
Conclusion: additional information was provided to the manufacturer indicated that the device is no longer available for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a procedure using a penumbra neuron max 6f 088. During the procedure, the physician was unable to insert a catheter inside the neuron. The neuron max catheter was reportedly kinked; however, there was no visible damage on the neuron catheter.